Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the inserter breaking during procedure. All pieces were retrieved.

Manufacturer narrative:
This event was initially reported as a malfunction for inserter breaking during procedure. Upon additional information provided, this event is no longer reportable. Per investigation results, the inserter was not broken, however the nitinol wire was broken. Based on this, this event is no longer reportable for the inserter breaking during procedure. This event description most likely indicates ¿force too large, pull tabs or threader loop broken¿. The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were reported; it does not seem likely that adverse consequences would result if it were to recur. No report will be filed.

Event description:
This event was initially reported as a malfunction for inserter breaking during procedure. Upon additional information provided, this event is no longer reportable. Per investigation results, the inserter was not broken, however the nitinol wire was broken. Based on this, this event is no longer reportable for the inserter breaking during procedure. This event description most likely indicates ¿force too large, pull tabs or threader loop broken¿. The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were reported; it does not seem likely that adverse consequences would result if it were to recur. No report will be filed.